Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding.') In a 45-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgery in 2016, endometrial ablation in (B)(6) 2010, bleeding genital in 2009, gastro intestinal bleed in 2002, gravida in 1997, gravida in 1988, ectopic pregnancy, ectopic pregnancy termination, polyps, fibroids, multigravida, parity 2, raised liver function tests, fatigue, irritability, nose congestion, swelling face, insomnia, smoker, rash trunk, glucose high, abdominal bloating, purulent discharge, anxiety, goiter, polycythemia, inguinal hernia repair, left oophorectomy, salpingectomy, vitamin d deficiency, colonoscopy, menarche, heavy periods, ovarian cyst and endocervical polyp. She had no advised of any complications or problems that occurred at the time of your essure placement, she had no advised of any complications from your essure removal procedure she denies any history of hepatitis exposure. She has no shortness of breath or dysphagia and no rash or swelling on the rest of he body, she is not allergic to anything. She has no urinary incontinence. Denied: family history of cancer denied: family history of coronary artery disease denied; family history of stroke syndrome. Previously administered products included for fatigue: wellbutrin xl; for insomnia: elavil. Concurrent conditions included obesity, drug allergy, bronchitis, pain in jaw, penicillin allergy, shellfish allergy, pollen allergy, heavy periods, hot flashes, shortness of breath, hoarse voice, menopausal symptoms aggravated, menstruation abnormal, night sweats, hair loss, post coital bleeding and weight gain. Family history included diabetic (mother). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("sever vaginal pain"), polymenorrhoea ("periods twice a month at time") and arthralgia ("joints"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue."). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain") and back pain ("sever back pain"). In (B)(6) 2009, the patient experienced depression ("depression") and migraine ("severe migraines/migraine headache/headache/head sore/pounding"). On an unknown date, the patient experienced pain ("pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), ibuprofen (advil), naproxen sodium (aleve caplet) and surgery (partial hysterectomy and hysteroscopic ablation in 2010). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vulvovaginal pain, polymenorrhoea, arthralgia, pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain, pelvic pain, polymenorrhoea, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff recommended another ablation or partial hysterectomy, recommended partial hysterectomy for heavy bleeding, vaginal pain for events such as heavy bleeding, abdominal, pelvic, vaginal pains received medication to slow bleeding, pain, recommended another ablation or partial hysterectomy, recommended partial hysterectomy. Plaintiff have not sought medical treatment, for back pain, menstrual pain, depression, fatigue, migraine headaches, sore joints, periods twice a month at times, pain during intercourse, weight fluctuations few months after implant of essure. Plaintiff did not claimed that she was allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff did not claim that use of essure caused or aggravated any psychiatric and/or psychological conditions. Approximate weight at the time of essure placement: 170 lbs plaintiff alleged symptoms or injuries resolve or decrease following essure removal was unknown over the counter birth control condom was used within the five years preceding essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. (B)(6) 2009 : thyroid ultrasonography : impression: nodular goiter, as described (B)(6) 2010 : gynecological ultrasonography : impression: ill defined endometrium status post endometrial ablation. Left simple paratubal cyst. Small right ovarian follicular cyst. Myometrium changes status post endometrial ablation otherwise normal study. (B)(6) 2014 : tissue pathology : diagnosis: endometrium (biopsy) benign proliferative endometrium. Assessment: lmp on (B)(6) 2015. Contraception- essure gross description: received in formalin labelled ¿emb¿ are multiple fragments of tan brown pieces of tissue and mucoid material measuring 2.5 x 1.1x 0.2 cm in aggregate; submitted in 1 cassette. (B)(6) 2015 : pelvic ultrasound : impression: focal endocervical thickening possible endocervical & polyp. Heterogeneous myometrium cannot rule out uterine adenomyosis. Functional ovarian cyst. Otherwise normal study. (B)(6) 2015 : mammogram digital screening bilateral with cad : impression: no mammographic evidence for malignancy. If the patient remains asymptomatic, recommend screening mammogram in one year interval. Birads 2-benign findings. (B)(6) 2017 : bilateral digital screening mammography with cad : impression: dense glandular tissue limiting the sensitivity of this study. No specific mammographic findings suggestive of malignancy. (B)(6) 2017 : pelvic ultrasound : assessment: endometrium-irregular, thickened and cystic endometrium with increased color doppler flow, endometrial thickness, total 17.2 mm. Impression: irregular thickened endometrium, can not rule out hyperplasia or other focal thickening (e.g, polyp-fibroid). Uterine fibroids 2.2 cm in largest diameter. Simple paratubal cyst. Simple cyst, probable physiological. (B)(6) 2017: bilateral digital screening mammography with cad : impression: dense glandular tissue limiting the sensitivity of this study. No specific mammographic findings suggestive of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received : events added-weight gain and hair loss. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital hemorrhage ('heavy bleeding.') In a 45-year-old female patient who had essure (batch no. 628431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgery in 2016, endometrial ablation in (B)(6) 2010, bleeding genital in 2009, gastro intestinal bleed in 2002, gravida in 1997, gravida in 1988, ectopic pregnancy, ectopic pregnancy termination, polyps, fibroids, multigravida, parity 2, raised liver function tests, fatigue, irritability, nose congestion, swelling face, insomnia, smoker, rash trunk, glucose high, abdominal bloating, purulent discharge, anxiety, goiter, polycythemia, inguinal hernia repair, left oophorectomy, salpingectomy, vitamin d deficiency, colonoscopy, menarche, heavy periods, ovarian cyst and endocervical polyp. She had no advised of any complications or problems that occurred at the time of your essure placement, she had no advised of any complications from your essure removal procedure she denies any history of hepatitis exposure. She has no shortness of breath or dysphagia and no rash or swelling on the rest of he body, she is not allergic to anything. She has no urinary incontinence. Denied: family history of cancer. Denied: family history of coronary artery disease. Denied; family history of stroke syndrome. (B)(6) 2009 : thyroid ultrasonography : impression: nodular goiter, as described. (B)(6) 2010 : gynecological ultrasonography : impression: ill defined endometrium status post endometrial ablation. Left simple paratubal cyst. Small right ovarian follicular cyst. Myometrium changes status post endometrial ablation otherwise normal study. (B)(6) 2014 : tissue pathology : diagnosis: endometrium (biopsy) benign. Proliferative endometrium. Assessment: lmp on (B)(6) 2015. Contraception- essure gross description: received in formalin labelled ¿emb¿ are multiple fragments of tan brown pieces of tissue and mucoid material measuring 2.5 x 1.1x 0.2 cm in aggregate; submitted in 1 cassette. (B)(6) 2015 : pelvic ultrasound : impression: focal endocervical thickening possible endocervical & polyp. Heterogeneous myometrium cannot rule out uterine adenomyosis. Functional ovarian cyst. Otherwise normal study. (B)(6) 2015 : mammogram digital screening bilateral with cad : impression: no mammographic evidence for malignancy. If the patient remains asymptomatic, recommend screening mammogram in one year interval. Birads 2-benign findings. (B)(6) 2017 : bilateral digital screening mammography with cad : impression: dense glandular tissue limiting the sensitivity of this study. No specific mammographic findings suggestive of malignancy. (B)(6) 2017 : pelvic ultrasound : assessment: endometrium-irregular, thickened and cystic endometrium with increased color doppler flow, endometrial thickness, total 17.2 mm. Impression: irregular thickened endometrium, can not rule out hyperplasia or other focal thickening (e.g, polyp-fibroid). Uterine fibroids 2.2 cm in largest diameter. Simple paratubal cyst. Simple cyst, probable physiological. (B)(6) 2017: bilateral digital screening mammography with cad : impression: dense glandular tissue limiting the sensitivity of this study. No specific mammographic findings suggestive of malignancy. Previously administered products included for fatigue: wellbutrin xl; for insomnia: elavil. Concurrent conditions included obesity, drug allergy, bronchitis, pain in jaw, penicillin allergy, shellfish allergy, pollen allergy, heavy periods, hot flashes, shortness of breath, hoarse voice, menopausal symptoms aggravated, menstruation abnormal, night sweats, hair loss, post coital bleeding and weight gain. Family history included diabetic (mother). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("sever vaginal pain"), polymenorrhoea ("periods twice a month at time") and arthralgia ("joints"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue."). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain") and back pain ("sever back pain"). In (B)(6) 2009, the patient experienced depression ("depression") and migraine ("severe migraines/migraine headache/headache/head sore/pounding"). On an unknown date, the patient experienced pain ("pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), ibuprofen (advil), naproxen sodium (aleve caplet) and surgery (partial hysterectomy and hysteroscopic ablation in 2010). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vulvovaginal pain, polymenorrhoea, arthralgia, pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, migraine, pain, pelvic pain, polymenorrhoea, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff recommended another ablation or partial hysterectomy, recommended partial hysterectomy for heavy bleeding, vaginal pain for events such as heavy bleeding, abdominal, pelvic, vaginal pains received medication to slow bleeding, pain, recommended another ablation or partial hysterectomy, recommended partial hysterectomy. Plaintiff have not sought medical treatment, for back pain, menstrual pain, depression, fatigue, migraine headaches, sore joints, periods twice a month at times, pain during intercourse, weight fluctuations few months after implant of essure. Plaintiff did not claimed that she was allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff did not claim that use of essure caused or aggravated any psychiatric and/or psychological conditions. Approximate weight at the time of essure placement: 170 lbs. Plaintiff alleged symptoms or injuries resolve or decrease following essure removal was unknown over the counter birth control condom was used within the five years preceding essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. Lot number: 628431. Manufacturing date: 2008-11. Expiration date:2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding.") In a 45-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital in 2009, ectopic pregnancy, ectopic pregnancy termination, polyps, fibroids, surgery in 2016, multigravida, parity 2, gravida in 1988, gravida in 1997, raised liver function tests, fatigue, irritability, nose congestion, swelling face, insomnia, smoker, rash trunk, glucose high, abdominal bloating, purulent discharge, anxiety, gastro intestinal bleed in 2002, goiter, polycythemia, inguinal hernia repair, left oophorectomy, salpingectomy, vitamin d deficiency, endometrial ablation in april 2010, colonoscopy and menarche. She had no advised of any complications or problems that occurred at the time of your essure placement, she had no advised of any complications from your essure removal procedure she denies any history of hepatitis exposure. She has no shortness of breath or dysphagia and no rash or swelling on the rest of he body, she is not allergic to anything. She has no urinary incontinence. Denied: family history of cancer denied: family history of coronary artery disease denied; family history of stroke syndrome. Previously administered products included for fatigue: wellbutrin xl; for insomnia: elavil. Concurrent conditions included obesity, drug allergy, bronchitis, pain in jaw, penicillin allergy, shellfish allergy, pollen allergy, heavy periods, hot flashes, shortness of breath, hoarse voice, menopausal symptoms aggravated, menstruation abnormal, night sweats, hair loss, post coital bleeding and weight gain. Family history included diabetic (mother). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("sever vaginal pain"), polymenorrhoea ("periods twice a month at time") and arthralgia ("joints"). On 22-jun-2009, the patient had essure inserted. In july 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue."). In august 2009, the patient experienced dyspareunia ("pain during intercourse"). In september 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"). In october 2009, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain") and back pain ("sever back pain"). In december 2009, the patient experienced depression ("depression") and migraine ("severe migraines/migraine headach/headach/head sore/pounding"). On an unknown date, the patient experienced pain ("pain"). The patient was treated with midol [caffeine,mepyramine maleate,paracetamol], ibuprofen (advil [ibuprofen]), naproxen sodium (aleve caplet), surgery (partial hysterectomy) and surgery (hysteroscopic ablation). Essure was removed on 25-oct-2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vulvovaginal pain, polymenorrhoea, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain, pelvic pain, polymenorrhoea, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff recommended another ablation or partial hysterectomy, recommended partial hysterectomy for heavy bleeding, vaginal pain for events such as heavy bleeding, abdominal, pelvic, vaginal pains received medication to slow bleeding, pain, recommended another ablation or partial hysterectomy, recommended partial hysterectomy. Plaintiff have not sought medical treatment, for back pain, menstrual pain, depression, fatigue, migraine headaches, sore joints, periods twice a month at times, pain during intercourse, weight fluctuations few months after implant of essure. Plaintiff did not claimed that she was allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff did not claim that use of essure caused or aggravated any psychiatric and/or psychological conditions. Approximate weight at the time of essure placement: 170 lbs plaintiff alleged symptoms or injuries resolve or decrease following essure removal was unknown over the counter birth control condom was used within the five years preceding essure placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. 15-apr-2009 : thyroid ultrasonography : impression: nodular goiter, as described 26-apr-2010 : gynecological ultrasonography : impression: ill defined endometrium status post endometrial ablation. Left simple paratubal cyst. Small right ovarian follicular cyst. Myometrium changes status post endometrial ablation otherwise normal study. 7-mar-2014 : tissue pathology : diagnosis: endometrium (biopsy) benign proliferative endometrium. Assessment: lmp on 21oct2015. Contraception- essure gross description: received in formalin labelled ¿emb¿ are multiple fragments of tan brown pieces of tissue and mucoid material measuring 2.5 x 1.1x 0.2 cm in aggregate; submitted in 1 cassette. 27-oct-2015 : pelvic ultrasound : impression: focal endocervical thickening possible endocervical & polyp. Heterogeneous myometrium cannot rule out uterine adenomyosis. Functional ovarian cyst. Otherwise normal study. 24-apr-2015 : mammogram digital screening bilateral with cad : impression: no mammographic evidence for malignancy. If the patient remains asymptomatic, recommend screening mammogram in one year interval. Birads 2-benign findings. 28-aug-2017 : bilateral digital screening mammography with cad : impression: dense glandular tissue limiting the sensitivity of this study. No specific mammographic findings suggestive of malignancy. 31-aug-2017 : pelvic ultrasound : assessment: endometrium-irregular, thickened and cystic endometrium with increased color doppler flow, endometrial thickness, total 17.2 mm. Impression: irregular thickened endometrium, can not rule out hyperplasia or other focal thickening (e.g, polyp-fibroid). Uterine fibroids 2.2 cm in largest diameter. Simple paratubal cyst. Simple cyst, probable physiological. 31-aug-2017: bilateral digital screening mammography with cad : impression: dense glandular tissue limiting the sensitivity of this study. No specific mammographic findings suggestive of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding.") In a (B)(6) -year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital in 2009, ectopic pregnancy, surgery, polyps, fibroids, surgery in 2016, multigravida, parity 2, delivery in 1988 and delivery in 1997. She had no advised of any complications or problems that occurred at the time of your essure placement, she had no advised of any complications from your essure removal procedure. Concurrent conditions included obesity. In 2009, 7 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("sever vaginal pain"), polymenorrhoea ("periods twice a month at time") and arthralgia ("joints"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue."). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain") and back pain ("sever back pain"). In (B)(6) 2009, the patient experienced depression ("depression") and migraine ("severe migraines/migraine headache/headache/head sore/pounding"). On an unknown date, the patient experienced pain ("pain"). The patient was treated with midol [caffeine, mepyramine maleate, paracetamol], ibuprofen (advil [ibuprofen]), naproxen sodium (aleve caplet), surgery (partial hysterectomy) and surgery (hysteroscopic ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vulvovaginal pain, polymenorrhoea, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain, pelvic pain, polymenorrhoea, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff recommended another ablation or partial hysterectomy, recommended partial hysterectomy for heavy bleeding, vaginal pain for events such as heavy bleeding, abdominal, pelvic, vaginal pains received medication to slow bleeding, pain, recommended another ablation or partial hysterectomy, recommended partial hysterectomy. Plaintiff have not sought medical treatment, for back pain, menstrual pain, depression, fatigue, migraine headaches, sore joints, periods twice a month at times, pain during intercourse, weight fluctuations few months after implant of essure. Plaintiff did not claimed that she was allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Plaintiff did not claim that use of essure caused or aggravated any psychiatric and/or psychological conditions. Approximate weight at the time of essure placement: (B)(6) lbs. Plaintiff alleged symptoms or injuries resolve or decrease following essure removal was unknown. Over the counter birth control condom was used within the five years preceding essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received: new events pelvic pain, vaginal pain, periods twice a month at time, joints and pain were added and product lot number, reporters, treatment drugs such as midol, advil, and aleve were added. Product indication was updated, onset date added for events ¿heavy bleeding, severe menstrual pain, abdominal pain/severe abdominal pain, back pain, depression, fatigue, weight fluctuations, pain during intercourse, severe migraines. Other relevant history- heavy bleeding, ectopic pregnancy, ectopic pregnancy surgery, polyps, fibroids, removal of polyps, fibroids (surgery), pregnancies: 3, para 2, births on (B)(6) were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. This spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Other non serious events were reported. Heavy bleeding, understood as genital haemorrhage, is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy bleeding. Considering the positive temporal relationship and the nature of the event, heavy bleeding is considered related to essure micro-insert therapy. This case was not regarded as incident, since neither hospitalization nor intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.